Event description:
Customer's husband stated his wife tried to give herself a bolus and the numbers kept scrolling up on their own. The device alarmed low battery so customer replaced the battery. Now the device is alarming button error. Customer's blood glucose is 279 mg/dl. Customer tried to treat with a bolus but could not due to the button error. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was monitored and all operating currents tested within the specified range. No unexpected low battery alarms were noted. All buttons functioned properly and no button error alarms were noted. No scrolling numbers were noted on the display. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.